Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported that the subject device video image did not display. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, d8, d9, h3; h4; h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, new reportable malfunctions were identified during the device evaluation: malfunction in the camera cable unit, the main unit lens is worn. Based on the information obtained from this complaint and the investigation results, it likely that the fact that there is damage (peeling of the adhesive) on the oledome indicates that physical stress was applied to the base of the oledome. At that time, stress was also applied to the camera cable, and we presume that this led to a failure in the camera cable unit. As a result, it is presumed that it was not possible to communicate normally, and that the phenomenon of the video not being displayed occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device video image did not display. There were no reports of patient harm.